Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. Results: without the actual product, an analysis cannot be conducted. Product pending receipt. Conclusions: a follow-up report will be filed when investigation has been completed. I-flow provides a "caution" on its dfu which states the following: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate. Filling the pump more than nominal results in slower flow rate. Temperature will affect solution viscosity, resulting in shorter or longer delivery time. The easypump lt flow restrictor (located distal to the filter) should be close to, or in direct contact with the skin (31 degrees celsius/88 degrees fahrenheit) and the tubing should be under the pts clothing. If the easypump lt is used with the flow restrictor at room temperature (20 degrees celsius/68 degrees fahrenheit), delivery time will increase approx by 25%.

Event description:
Drug/diluent: 5fu 14.36 mg; saline 139 ml. Fill volume: 195. Flow rate: 1 ml. Procedure: unk. Cath place: unk. Fast flow was reported. No adverse event occurred. The pump was connected to a huber needle and infused in 6 days instead of 7 days. Pump was filled on (B)(6) 2011. Start date of infusion: (B)(6) 2011 at 10:00 am. End date of infusion: (B)(6) 2011 at 10:00 am. Date of event: (B)(6) 2011.